Event description:
Four patient reactions were due to non-rotation of dialyzer and non-clamping of hansen clamps. Mixed double lots but out back on mixing time. Left higher concentration in batch which transferred to dialyzer couple with non-rotating and non-clamping which led to rebound syndrome. Full analysis of procedures and rotation of dialyzer stressed. Patients were on dialysis and after rinsing dialyzer immediately experienced shortness of breath, mild chest pains and lower blood pressure. Dialysis was terminated and symptoms disappeared. Rinsed dialyzer, continued dialysis and was completed.